Manufacturer narrative:
(B)(4). The batch was manufactured during february 20, 2013 - february 21, 2013. The device was returned for evaluation. Visual inspection identified tiny holes on the blue winged luer cap. The evaluation confirmed the reported leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor leaked during filling of an unknown drug. The reporter stated that the solution was leaking from the blue winged luer cap. There was no patient involvement. No additional information is available.